Manufacturer narrative:
(B)(4). Therapy dates - this event was reported to have occurred within the two weeks prior to the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore catheter extension set was ¿breaking apart.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.